Event description:
Healthcare professional reported "adverse event". Later healthcare professional reported "grade IV encapsulation" "baker's grade of capsular contracture: IV" "marked thickening of the periprosthetic fibrous capsule is observed, reaching its greatest thickness in the upper quadrants, causing compression and morphological alteration of the implant." Diagnosed via ultrasound, "severe pain and changes in shape, encapsulation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker's grade of capsular contracture: IV".